Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pen needle, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: patient before meals to subcutaneous injection as part for a long time, today's dinner before the use of disposable injection using pen line using needles as part subcutaneous injection, injection of exhaust before found there can be no solution, after screening insulin pen, needles, found that the disposable injection with needles jams, to replace disposable after injection pens with needles can discharge the liquid,take insulin injections as advised by your doctor.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail was found.

Event description:
It was reported when using the bd pen needle, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: patient before meals to subcutaneous injection aspart for a long time, today's dinner before the use of disposable injection using pen line using needles aspart subcutaneous injection, injection of exhaust before found there can be no solution, after screening insulin pen, needles, found that the disposable injection with needles jams, to replace disposable after injection pens with needles can discharge the liquid,take insulin injections as advised by your doctor.